Event description:
I went to renew medispa for my 4th laser genesis (from cutera) treatment for a scar. About an hour after the treatment, blisters formed along the treatment area and I sustained a second degree burn. I contacted the medi spa, saw wound care and was treated for second degree burns from laser genesis. I am currently still undergoing scar treatments from the injury that occurred. FDA safety report ID# (B)(4).